Event description:
It was reported to medtronic minimed that the customer experienced issue related to the pump was exposed to fluid and received critical pump error. Customer changed the battery and pump started showing medtronic logo. Customer also reported the buttons were not responding. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. After battery installation unit gave a flashing medtronic logo, no critical pump error (open book image) noted. After multiple attempts to download medtronic logo persisted. Unable to test buttons due to constant flashing medtronic logo. Unable to download history files and traces using thump software due to constant flashing medtronic logo. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, sleep current measurement, active current measurement and self test due to constant flashing medtronic logo. Upon keypad overlay removal, no moisture damage or anomalies noted on keypad traces. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic stack. Per visual inspection it was determined that the ingress of water corroding electronic assemblies and force sensor flex connector leading to constant flashing medtronic logo. The following cosmetic damages were noted: missing display window/cover, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, cracked case, scratched case, cracked case-corner of belt clip rails, cracked case (battery tube), and battery tube threads - cracked. In conclusion customer concern of flashing medtronic logo was confirmed. No critical pump error (open book image) noted. Customer concern of keypad anomaly was unable to confirmed due to constant flashing medtronic logo. Flashing medtronic logo was due to corroded electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.